Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one pencan 0,42/88 (g27 x 3 1/2") in open packaging. The returned sample was taken to a visual examination. Pre-existing damages or other faults especially at the raw cannula were not detected on the provided sample. The pencan cannula is broken off approx. 50 mm away from the cannula tip. The structure of the break on the raw cannula and also from the broken-off part shows that the cannula was bent before the break. We assume of problems during application and consider the complaint not confirmed. Device history record (DHR) :- unable to review the device history record as it is an unknown batch number. Awaiting sample.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany: needle broken